Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Indication for use was spinal pain. On (B)(6) 2015 the patient reported that the pump had been beeping for the past week and it was not working well. Additional information was requested regarding the circumstances leading to the event, patient symptoms, troubleshooting/diagnostics performed, actions/interventions taken, and event outcome. A supplemental report will be submitted if additional information is received.